Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb user reported that it was a blockage with co2 inflation, the blowing of co2 was weak. They continued procedure with the vv7 xb. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb user reported that it was a blockage with co2 inflation, the blowing of co2 was weak. They continued procedure with the vv7 xb. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date received by mfg. Corrected aware date in initial MDR from "(B)(6) 2017" to "(B)(6) 2018". (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb user reported that it was a blockage with co2 inflation, the blowing of co2 was weak. They continued procedure with the vv7 xb. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb user reported that it was a blockage with co2 inflation, the blowing of co2 was weak. They continued procedure with the vv7 xb. The hospital did not report any patient effects.